Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's balloon was not inflating and tube was broken. There was no reported patient harm.